Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
During the application of the hemolok on the left strip during a prostatectomy robotic surgery the applier broke in the belly of the patient. The applier was extracted from the belly of the patient with the trocar. A small piece of metal is missing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One piece, # 544965t, lot p1500652 (manufactured date: nov 2015); no expiration date as this is a reusable device. After reviewing the instrument, the following results were observed: the whole device is reworked with non-teleflex components. On the insert, and draw bar on the tip are non -teleflex components that were used. The draw bar is shared off. The device that was returned shows several non - teleflex components, therefore this complaint is not justified and no further corrections will be defined.

Event description:
During the application of the hemolok on the left strip during a prostatectomy robotic surgery, the applier broke in the belly of the patient. The applier was extracted from the belly of the patient with the trocar. A small piece of metal is missing. The patient's condition was reported as fine.